Event description:
The customer reported there was a speaker malfunction. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a speaker malfunction and the standby mode intermittently switches itself on. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.